Manufacturer narrative:
The complaint of a puncture in the catheter is confirmed and will be considered user-related. No manufacturing defect was noted during functional, tactual and microscopic examinations. The puncture of the catheter wall with the stylet wire is the result of the wire's distal tip being forced through the tubing wall. The event description contained in the complaint file indicates that resistance was felt during placement. These combined findings of the puncture site and the lack of manufacturing defect imply the complaint incident occurred during placement and was not an out-of-box failure. The product IFU gives written and illustrated directions for proper placement techniques. No manufacturing defect was noted during functional, tactual and microscopic examinations. This may be a user technique issue. A lot history review (lhr) of reya0953 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that on (B)(6), a pt from ent department to do the catheterization. The puncture and the delivery and insertion of the catheter and sheath was very successful, but when the catheter was delivered to 10 cm location, it cannot be delivered in anyway. At the beginning, it was considered as the causes of the pt's blood vessel, so changed another vessel but still failed. As it was the first time for the pt to have chemotherapy and the vessel condition was good, vessel was not considered as the reason. Then using transverse and lengthwise approach with ultrasound probe reobserved the vessel and no problem was found. Then removed the catheter for observation and found the guidewire passed through the most front section. Such case was happened at the first time as we used bard catheter all the time.